Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with an unspecified gel breast implant experienced left sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2022.

Manufacturer narrative:
On july 26, 2022, mentor became aware that a patient has a planned explantation on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 19, 2022, mentor became aware that patient did not experienced a rupture. Reason for device explant and/or reoperation: suspected rupture manufacturer¿s reference number: (B)(4).